Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents successfully implanted to proximal and mid lad. Patient was asymptomatic / free of symptoms at 30 day follow up. Approximately 1 month 2 weeks post index procedure patient was hospitalized after CT images revealed subarachnoid bleeding. This was treated with hirtonin. Investigator indicated that there was no relationship with the study product, drug or procedure

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Event description:
Additional information received reported that the patient died approximately 9 months post index procedure. Cause of death unknown.

Manufacturer narrative:
Date of death - month and year only valid.